Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergone essure confirmation test." In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia) and the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the second episode of dysmenorrhoea ("severe abnormal menstrual pain/"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain/lower quardant"), dyspareunia ("pain during intercoure/dyspareunia (painful sexual intercourse),"), ovarian cyst ("ovarian cysts"), headache ("severe headaches"), mood swings ("mood swings") and fatigue ("fatigue/weight gain,"). In 2008, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), urinary tract infection ("infection: urinary tract"), nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and weight increased ("weight gain"). The patient was treated with surgery to remove the essure implant/hysterectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal discharge, vaginal infection, the last episode of dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, ovarian cyst, headache, mood swings, fatigue, menorrhagia, urinary tract infection, nausea, weight increased and alopecia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet , new reporter, patient demographic information, essure indication permanent birth control by bilateral occlusion of the fallopian tubes/ lot number 626152, new events abnormal bleeding (vaginal, menorrhagia), infection (bladder urinary tract/vaginal) type: urinary tract, migraines / headaches, dysmenorrhea (cramping) ,weight gain and plaintiff didn¿t undergone essure confirmation test were added. The event dyspareunia (painful sexual intercourse) and vaginal discharge were clubbed with pervious event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding") and haemorrhagic ovarian cyst ("haemorrhagic ovarian cyst") in a 30-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergone essure confirmation test.". The patient's past medical history included appendectomy in 1999. Concurrent conditions included vaginal disorder, smoker (daily (current every day-3 packs a week)), bipolar affective disorder (with mania) and human papilloma virus infection. Family history included uterine cancer (aunt/ sister) and diabetes (grandfather (maternal)). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the second episode of dysmenorrhoea ("severe abnormal menstrual pain/"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain/lower quadrant"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), ovarian cyst ("ovarian cysts"), headache ("severe headaches"), mood swings ("mood swings") and fatigue ("fatigue/weight gain,"). In 2008, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), urinary tract infection ("infection: urinary tract,"), nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), migraine ("migraines / headaches") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant/hysterectomy) and surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal discharge, vaginal infection, the last episode of dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, ovarian cyst, headache, mood swings, fatigue, menorrhagia, urinary tract infection, nausea, weight increased and alopecia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and migraine had resolved. The reporter provided no causality assessment for haemorrhagic ovarian cyst with essure. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. On (B)(6) 2016, CT abdomen and pelvis without contrast revealed no nephron ureterolithiasis or evidence of obstructive uropathy to account for patient's right sided flank pain. Bilateral ovarian cysts. On (B)(6) 2016, final microscopic pathologic diagnosis included no evidence of malignancy. Ovarian cyst, left, excision: hemorrhagic corpus luteum. Cyst; negative for malignancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst (confirming ovarian cyst), back pain, ovarian cyst, vaginal discharge, pelvic pain, vaginal haemorrhage and fatigue.¿ most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was added. Her demographic was updated. Her social, family and concurrent conditions were added. Lab data was added. Per mr event: hemorrhagic ovarian cyst was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding") and haemorrhagic ovarian cyst ("haemorrhagic ovarian cyst") in a 30-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergone essure confirmation test.". The patient's past medical history included appendectomy in 1999. Concurrent conditions included vaginal disorder, smoker (daily (current every day-3 packs a week)), bipolar affective disorder (with mania) and human papilloma virus infection. Family history included uterine cancer (aunt/ sister) and diabetes (grandfather (maternal)). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2013, oxycocet (percocet) from june 2016 to july 2016, oxycodone from may 2016 to july 2016, tramadol since 2013 and vicodin (norco) from 2009 to 2013. In 2007, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). In december 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of dysmenorrhoea ("severe abnormal menstrual pain/"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal infection ("vaginal infection"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain/lower quardant"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), ovarian cyst ("ovarian cysts"), headache ("severe headaches"), mood swings ("mood swings"), fatigue ("fatigue/weight gain,"), urinary tract infection ("infection: urinary tract,"), migraine ("migraines / headaches"), nausea ("nausea") and weight increased ("weight gain"). In 2008, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant/hysterectomy) and surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal discharge, vaginal infection, the last episode of dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, ovarian cyst, headache, mood swings, fatigue, menorrhagia, urinary tract infection, nausea, weight increased and alopecia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and migraine had resolved. The reporter provided no causality assessment for haemorrhagic ovarian cyst with essure. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. On (B)(6) 2016, CT abdomen and pelvis without contrast revealed no nephron ureterolithiasis or evidence of obstructive uropathy to account for patient's right sided flank pain. Bilateral ovarian cysts. On (B)(6) 2016, final microscopic pathologic diagnosis included no evidence of malignancy. Ovarian cyst, left, excision: hemorrhagic corpus luteum. Cyst; negative for malignancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst (confirming ovarian cyst), back pain, ovarian cyst, vaginal discharge, pelvic pain, vaginal haemorrhage and fatigue.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding") and haemorrhagic ovarian cyst ("haemorrhagic ovarian cyst") in a 30-year-old female patient who had essure (batch no. 626152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergone essure confirmation test.". The patient's past medical history included appendectomy in 1999. Concurrent conditions included vaginal disorder, smoker (daily (current every day-3 packs a week)), bipolar affective disorder (with mania), human papilloma virus infection and environmental allergy. Family history included uterine cancer (aunt/ sister) and diabetes (grandfather (maternal)). Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2013, oxycocet (percocet) from june 2016 to july 2016, oxycodone from may 2016 to july 2016, tramadol since 2013 and vicodin (norco) from 2009 to 2013. In december 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("severe abnormal menstrual pain/"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal infection ("vaginal infection"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain/lower quardant"), the first episode of dyspareunia ("pain during intercoure/dyspareunia (painful sexual intercourse),"), ovarian cyst ("ovarian cysts"), headache ("severe headaches"), mood swings ("mood swings"), fatigue ("fatigue/weight gain,"), urinary tract infection ("infection: urinary tract,"), migraine ("migraines / headaches"), nausea ("nausea"), weight increased ("weight gain"), alopecia ("hair loss") and the second episode of dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant/hysterectomy) and surgery (hysterectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, vaginal discharge, vaginal infection, menstrual disorder, back pain, abdominal pain, ovarian cyst, mood swings, menorrhagia, urinary tract infection, nausea, the last episode of dysmenorrhoea, weight increased, alopecia and the last episode of dyspareunia outcome was unknown, the pelvic pain and fatigue was resolving and the headache, vaginal haemorrhage and migraine had resolved. The reporter provided no causality assessment for haemorrhagic ovarian cyst with essure. The reporter considered abdominal pain, alopecia, back pain, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysmenorrhoea, the first episode of dyspareunia and the second episode of dysmenorrhoea to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. On (B)(6) 2016, CT abdomen and pelvis without contrast revealed no nephron ureterolithiasis or evidence of obstructive uropathy to account for patient's right sided flank pain. Bilateral ovarian cysts. On (B)(6) 2016, final microscopic pathologic diagnosis incuded no evidence of malignancy. Ovarian cyst, left, excision: hemorrhagic corpus luteum. Cyst; negative for malignancy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hemorrhagic ovarian cyst (confirming ovarian cyst), back pain, ovarian cyst, vaginal discharge, pelvic pain, vaginal haemorrhage and fatigue.¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received. Event dyspareunia added. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), ovarian cyst ("ovarian cysts"), headache ("severe headaches"), mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant/hysterectomy) and surgery (hysterectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, ovarian cyst, headache, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, mood swings, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: follow up from summons received-event perforation, reporter lawyer added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), ovarian cyst ("ovarian cysts"), headache ("severe headaches"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with hysterectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, ovarian cyst, headache, mood swings and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, ovarian cyst, headache, mood swings and fatigue to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.